Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported mesencephalic hemorrhagic remodeling with major edema responsible for exclusionary triventricular hydrocephalus with associated (B)(6) involvement rapid progression to clinical brain death diabetes insipidus treated by compensatory crystalloid filling. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
H6. Conclusion code updated/corrected based on available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a clinical study patient who had undergone a thrombectomy procedure on (B)(6) 2024 in which a react-71 aspiration catheter was used. There was no reported device malfunction. The patient's tici at admission was 1 and a tici 3 was achieved with the procedure. It was noted the adverse event began on (B)(6) 2024 and the patient had fatal outcome though the exact date of death was not specified in the clinical study report. The site assessment concluded the event had a causal relationship to the patient disease under study and was not related to the react catheter, ancillary devices, or the procedure. However, the study sponsor assessed conservatively that the event could possibly be procedure related.